Manufacturer narrative:
(B)(4). The report of a multi-access catheter (mac) obstructed by a clot was confirmed through analysis of the customer provided photo. Visual analysis of the customer photo confirmed a clot that had been removed from the device. The customer reported the use of a single-lumen infusion catheter (slic) as a companion to the returned device. The teleflex slic component is labelled and cleared for use with psi sheaths only. The mac central venous catheter (cvc) companion component is intended for use with the mac as it allows appropriate luer care to reduce the risk of catheter occlusion. Use of a slic in conjunction with the mac could result in an increased risk of catheter occlusions. A device history record review could not be performed, as a lot number was not reported. Based on the customer report, the sample received, and the comments from cma, unintentional use error likely caused or contributed to the reported event; however, the root caused cannot be determined as the clinical conditions at the time of the event cannot be confirmed. Patient conditions, catheter maintenance, medication, and indwell time can contribute to clots forming during use. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "doctor said there have been clots in the catheter 30 minutes after arrival from cvor. There have been no negative patient outcomes due to this."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "doctor said there have been clots in the catheter 30 minutes after arrival from cvor. There have been no negative patient outcomes due to this."